Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the device did not recognize the therapy tester. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.